Event description:
It was reported that during a stomach resection surgery, could not close the jaw after clamp the tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 6/2/2026. D4 batch #597d04. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the psee60a device was returned with the batter pack drained and damaged, and with no reload loaded on the device. Further analysis showed that the clamping mechanism was noted to be non functional as the release button was stuck and the device could not keep the closing status. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be cracked. In addition, the pin of the release button was slightly out of position and stuck the release button. No conclusion could be reached on what cause the reported event. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 597d04, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number a98f43 and no non-conformances were identified.